Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Dr (B)(6) was extending a l4-s1 fusion procedure which had been insitu for 2 years. He was in the process of removing the mac connector screw with the 3.5mm hex head screwdriver when the head snapped off the screwdriver.